Event description:
The customer reported that on 11/11/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. The pt remained in the hospital awaiting another procedure. One week later the pt complained of discomfort at groin site. The primary dressing was removed to reveal purulent drainage at cath site. The pt was placed on IV antibiotics.